Event description:
It was reported that the velcro that holds the control box in place became loose and both control boxes fell to the floor. The control boxes were smashed by the bed, and one began to spark and smoke.

Manufacturer narrative:
It was reported that the velcro that holds the control box in place became loose and both control boxes fell to the floor. The control boxes were smashed by the bed, and one began to spark and smoke. There was no report of patient involvement during the incident. The sample was not returned to the manufacturer for evaluation. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.